Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a physically damaged component on the bedside pca. The root cause for the damaged component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger would not power on.